Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The currently available event description points to causes outside our area of responsibility. There is no indication of product failure. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the pt was implanted with an ncb df plate, right, 9 holes on (B)(6) 2012. The pt experienced pain after rehabilitation. On (B)(6) 2013, the pt underwent revision surgery due to pain and broken plate. It was also reported that the pt "put on weight" after leaving the rehabilitation centre.